Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in uruguay, a 26mm sapien 3 valve was implanted in the aortic position via the transfemoral approach. During the procedure, the pusher was not removed from the commander delivery system after valve alignment, resulting in the valve not being well deployed when inflated. The valve landed deep in the ventricle. A second valve was deployed in the intended position with good results. The procedure outcome was good. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 26mm sapien 2 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and reviewed. Observations revealed that the valve was deployed too ventricular or too low. A device history record (DHR) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. The commander delivery system with s3 and procedural training manual were reviewed for instructions and guidance. The procedural training manual provides guidance on pulling back the flex catheter. Pull back flex catheter so it is off the balloon during deployment, unlock the balloon lock, slowly move back flex catheter (handle) while maintaining position of balloon catheter, position flex tip in the middle of the triple marker and lock the balloon lock. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malposition was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. As reported, 'during procedure, the pusher was not removed from the commander delivery system after valve alignment, therefore, the valve was not well deployed when inflated. When the valve was deepened in the ventricle, it was decided to implant a second valve.' Per the IFU, 'before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker.' If the flex tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip, leading to inflation balloon movement toward ventricular during the balloon inflation or valve deployment, which resulted in low placement of valve as reported in this case. In this case, available information suggests that procedural factors (flex tip not retracted prior to deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.